Manufacturer narrative:
Manufacturer ref no.:(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount in the oncology care area (500ml, but kept infusing longer than was programmed to, medication and delivery rate unknown). It was also reported there was no patient injury.